Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and low pacing impedance measurements of 286 ohms. The noise was oversensed resulting in an unknown duration of pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the pacemaker and rv lead were explanted and replaced with another manufacturer's product. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.